Event description:
Patient had complaints of bilateral breast pain which was severe on left including radiation down left arm and at "level 10". Patient has had a masectomy with multiple procedures of breast implants and then removals x 2. The masectomy was in 1981 with silicone implants. No information is available on the implants which were then removed in 1987. Silicone implants were placed in 1987 and removed in 1988. Patient has residual capsule bilaterally which required this surgery. The pathology reports indicate the capsule tissue is consistant with "silicone reaction".the first silicone were noted to have ruptured.